Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date (B)(6) 2013, inratio 5.0, lab 3.2. Date (B)(6) 2013, lab 3.57. Date (B)(6) 2013, inratio 5.5. Therapeutic range: 2.5-3.5.